Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 for a gi bleed. The patient received 16 units of packed red blood cells (prcb). Interventional radiology found small bowel coiled and colonoscopy was negative. The patient bled again but it was not bright red. The patient was transferred to another hospital on (B)(6) 2014 where they conducted a double balloon enteroscopy and hemoglobin remained normal. Nothing further was done and the patient was discharged to home on (B)(6) 2014.

Manufacturer narrative:
Device evaluation.a correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use (IFU) lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system.a review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.